Manufacturer narrative:
(B)(4). PMA/510(k) number not available: k013227.

Event description:
It was reported implant removed due to strong pain.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use and bone residue on the threads but no evidence of damage or malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.